Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient reported that on (B)(6) 2019, the continuous glucose monitor (cgm) reading was 4.4 mmol/l while the blood glucose (bg) reading was 3.1 mmol/l when he was feeling dizzy. The patient treated himself with cola and the dizziness went away. No medical intervention was reported. At the time of contact, the patient was in stable condition. The reported allegation falls within the b zone of the parkes error grid. Data was provided for investigation, but confirmation of the allegation could not be assessed because calibrations were not available for analysis. Confirmation of the problem and root cause could not be determined. No additional event or patient information is available.